Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2020. The device passed suction and cycle specifications. Refer to attached product evaluation. The customer's report of low suction could not be confirmed. Attachment: [medtest evaluation 00286102.pdf, peripheral sheet for 00286102.pdf].

Manufacturer narrative:
The customer was sent a replacement pump so that she could return it to the retail location from which she purchased her original pump for a refund. Return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her sonata breast pump was not creating enough suction. She additionally alleged that she went to the emergency room on (B)(6) 2020, at which time she was diagnosed with mastitis along with another potential infection, for which she was prescribed antibiotics for 7 days. The physician informed her that she could no longer use the breast pump nor breastfeed.